Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the returned device was received inside the original sealed pouch. Visual inspection revealed a kink in the distal tip area. The guide wire and protective hoop were removed from the pouch and examined. All pouch assembly components were present and the guide wire was properly secured in the retention clip. The protective j-introducer at the distal section was removed. Kinks were present at 4 and 4.1 cm from distal tip end. The core wire did not exhibit evidence of fracture. No other damage or inconsistencies were noted to during the analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that while unpacking the 260 cm .035 w/c tip meier guide wire, it appeared to have a fractured tip. The device had not yet been opened. As there was no patient involved, no patient complications occurred.

Event description:
It was reported that while unpacking the 260 cm .035 w/c tip meier guide wire, it appeared to have a fractured tip. The device had not yet been opened. As there was no patient involved, no patient complications occurred.